Event description:
Pt was wearing colored contacts without a prescription that they bought "off the street". They presented with a red painful eye and upon evaluation were found to have a bacterial conjunctivitis/keratitis. If left untreated could have lead to a corneal ulcer and potentially permanent vision loss.